Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgement. During the attempt to reposition the lead, it was dropped on the floor. Therefore, a new lead was placed.